Manufacturer narrative:
Additional information retrieved from the sales representative indicated that the patient had already left the clinic and isometrics and pocket manipulations were not performed. There also had not been an x-ray obtained to evaluate the lead and device connection. The physician planned to see the patient in two months instead of the scheduled three month follow-up. The patient did not require pacing therapy and the physician was not concerned about the high out of range pacing impedance at this time. No additional information is available at this time. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedance measurements greater than 2000 ohms. At implant the pacing impedance measurement was 1300 ohms. Three months ago the pacing impedances had risen to 1800 ohms. The shocking impedance measurement was stable and within normal range. Pacing thresholds and sensing were unchanged. There had not been any episodes with noise. A boston scientific crm technical services consultant recommended performing isometrics and pocket manipulations to test for noise and to test for variability in the impedance measurements. It was also suggested to obtain an x-ray to evaluate the lead to device connection. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. A series of electrical tests was also performed, and, normal device function was observed. Pin gauge testing, designed to verify proper port dimensions, was completed. Through testing, it was determined that the cause of the high lead impedance measurements was an out of tolerance rv leaf spring.

Event description:
Additional information was received indicating this device was explanted due to an unrelated patient death six years following the field observation of high out of range pace impedance measurements. The device was returned for analysis. No device related adverse patient effects were observed.